Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when infection or non-union occurred, revision/explant surgery done on (B)(6) 2015. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original procedure was performed on (B)(6) 2015 for humerus. Post-operatively patient had non-union and infection at the plate site. A revision surgery was performed on (B)(6) 2015 to explant a plate, (8) 3.5mm unknown screws and (2) 2.7 lag screws. All parts were removed intact. Patient was revised with antibiotic spacer, irrigation and debridement. Procedure was successfully completed and no surgical delays were reported. The post-surgical outcome status of the patient was stable. Patient is scheduled for revision surgery on a later date. This complaint involves two parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.